Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that at first it seemed to be working but the last 3 days they have been having accidents. The patient reported that their baseline symptoms returned / lost therapy benefit. Patient said they had the urge to go and their pad gets completely wet. Patient asked if the stimulation was set high enough. Agent asked if patient could feel the stimulation and patient said once in a while they do but yesterday and this morning at the bottom half of their vagina was like a real tired feeling and they didn't know if that was normal or not, it was not uncomfortable or painful just annoying. Patient mentioned that they had been in touch with manufacturer representative (rep), and they were going to call them tomorrow. Redirect to doctor if issue persists. Patient mentioned they had a follow up appointment on (B)(6).